Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was noted to be challenging. One clip was successfully deployed on the mitral valve. To further reduce mr, an xtw clip was inserted and deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to shadowing of the system. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.